Manufacturer narrative:
The suspect device was not identified; therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are part # 55711016545, lot # ca13j063; part # 55711017545, lot # ca13h019; part # 1555106110, lot # 0292373w; part # 7078398, lot # h5083662. (B)(4).

Manufacturer narrative:
Films supplied for review found: surgery performed t11 to l1 for treatment of vcf at t12. It was reported that kyphosis recurred. Lateral CT images immediate postop and 3 months later show some minimal and insufficient cement within the t12 fracture. At 3 months the angle between t11 screws and the rods has changed allowing for recurrence of the kyphosis at the fracture site. This could have been minimized by placing adequate structural cement within the t12 fracture or increasing the number of fixation levels to two above and two below the fracture. Nevertheless, once fully tightened the angle between screws and rod even with multi axial screws should not change.

Event description:
It was reported that the patient underwent a posterior spinal fixation procedure at t11-l1 to treat a vertebral fracture. It was reported that kyphosis was observed 3 months post-op. The surgeon stated that ¿the kyphosis angle could not be maintained due to movement of the sagittal adjusting screw mechanism.¿ the patient underwent a revision surgery to remove the hardware. No additional information is available.